Event description:
Customer's mother reported receiving error alerts all night. Customer reported a lost sensor and meter blood glucose now alerts. Customer also reported blood at site and stated that it was painful. Customer stated that the issues have been resolved. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.